Event description:
Patient's father reported "when we initially started the pump, we couldn't get it to run the program. We tried to restart and the pump still didn't work. Finally, I removed the battery and reinstalled it. Once it started up, it began running a bolus. [Patient] was freaking out and thought it was going to pump the whole bag into [them]. I realized that it was a peristaltic pump and kinked the inlet hose to stop the flow. Once the bolus was done, the pump worked fine the rest of the time. We did not need any medical attention for this. There was a small bubble in the line but the filter took it out. When we finished, most of the bag remained. There was no obvious damage on the pump. I don't remember how many days we used it. I think we stopped one day early."

Event description:
A distributor of infutronix received a complaint from a patient, who reported they were concerned they had gotten too much medicine from a bolus delivery. They explained it was delivering the the normal 10ml bolus and they got worried. Patient indicated that before the bolus delivery and they had a system error alarm on the pump and they restarted their infusion, on their own, before calling the support line. The patient was advised that the pump would likely need to be powered down. Patient chose to contact doctor's office to discuss. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Manufacturer narrative:
Testing was not performed since the device was not returned therefore the possible root cause could not be determined.